Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked battery compartment and rear housing, scratched lcd lens, worn dso and uso seal. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cracked battery compartment was verified during visual inspection; however the error code was found in the event log and the device did not alarmed. The cause of the cracked battery compartment was due to customer damaged, and the cause of the error was undetermined. As a result, the battery compartment was replaced, and the error code was cleared, and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. H3 updated, d3, g1, and g2 email is: (B)(4).

Event description:
It was reported that the pump exhibited a system failure, error code 41628, and a broken battery case. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.